Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are having sharp pain where the implant is located for a long time and they need an MRI of the lower back. Patient stated the controller show head only eligible. Patient stated the ins is not staying charge for long. Patient service reviewed device function, MRI information and recommend patient consult with healthcare provider ofc for next steps. The patient was redirected to their healthcare provider to further address the issue.